Manufacturer narrative:
Concomitant medical products: dtmc2d1 crt-d, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting varying/high pacing impedance, oversensing/noise/sensing integrity counter (sic), and increasing/high threshold. A fracture of the rv lead was revealed. The rv lead was initially reprogrammed and then a new pace/sense lead was added. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.